Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/501k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -7.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and refractive surprise. This exchange resolved the problem. Cause of event unknown.